Event description:
Caller states that at his routine doctor's appointment his device tested 250mg/dl while the lab tested at 120mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.